Manufacturer narrative:
Lot # - 802558, 802546, 802585, and one (1) unknown lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that there was particulate matter observed with four (4) vented micro-volume inlets. In one (1) event, the particulate matter was further described as oily/residue on the inlet. In one (1) event, the particulate matter was further described as moisture/slimy residue on the spike of the set upon removal of the cap. In one (1) event, the particulate matter was further described as a hair inside the packaging. In one (1) event, the particulate matter was reported to be a particle inside the set. These events were identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : one single-use sample was received for evaluation. A visual inspection was performed and noted dark particulate matter inside and attached to the inlet tubing within the fluid pathway. The tubing was cut open and the particle excised. The particle and the interior surface of the tubing from an adjacent location were analyzed by attenuated total reflectance (atr) spectroscopy. The atr spectroscopy determined the spectra of the particle and the tubing lumen were similar. The particle was identified as polyvinyl chloride (pvc). The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted for lots 802546 and 802585 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One single-use companion sample was received. Visual inspection was performed and noted a thin film of silicone residue on the surfaces of the spike and inside surfaces of the cap verified the reported issue. The silicone on the inlets is not considered a defect as medical grade silicone oil is required for these products for proper assembly and functionality and no excess silicone was observed. A batch review was conducted for lot 802558 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.